Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited high pacing thresholds and loss of capture on the right ventricular (rv) lead, however, the patient didn't experience asystole. In addition, the right atrial (ra) lead exhibited undersensing. Subsequently, the patient underwent a revision procedure and the physician noted that the ra lead had insulation damage at the terminal end of the lead. Both the ra and rv leads were surgically abandoned and replaced, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.